Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level of 65 mg/dl. The customer stated the suspected cause of the low bg was due to stress. Reportedly, the customer drank juice and set a temporary rate on the pump. Reportedly, the customer's blood glucose level had stabilized to 220 mg/dl. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.